Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in their reservoir. The customer states they have been having high blood glucose. The customer's blood glucose level was 270mg/dl. The customer declined to troubleshoot. The customer was advised that champagne size bubbles were normal, and to call back if they have trouble filling it.